Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4: reference mf. Report#1627487-2016-01326, reference mf. Report#1627487-2016-01324, reference mf. Report#1627487-2016-01323. It was reported the patient discontinued use of her scs system for a year due to uncomfortable stimulation therapy in the wrong location. The patient stated the system vibrates her ear drum and causes pain. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 3 of 4, reference mf. Report#1627487-2016-01326. Reference mf. Report#1627487-2016-01324. Reference mf. Report#1627487-2016-01323. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted due to the issue.